Event description:
It was reported by a customer in the USA that an 840 ventilator became inoperable. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. Tse recommended replacing the exhalation printed circuit board (pcb). The repair of this ventilator has not yet been completed.(B)(4).